Event description:
General report received of an unspecified number of undocumented incidents no flow. The plumsets were being used to deliver 10% dextrose in water at rates of 10ml/hr to 12ml/hr. After unspecified lengths of time in use, syringe pump tubing sets were connected to the clave y-sites of the plumsets to deliver unspecified antibiotics via syringe pumps. It was reported after the antibiotic deliveries were started, the syringe pumps alarmed indicating occlusion. The therapies were resumed after the syringe pumps tubing sets were connected to extension sets, which were reconnected to the clave y-sites of the plumsets. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded.